Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with l2/3/4 lumbar canal stenosis suggested for spinal therapy. It was revision surgery, reason unknown. It was reported that the retractor was able to be placed during the olif operation, the radiance was prepared. The switch was turned on, but it did not power on. The button was pressed many times, but it did not power on. Customer discarded the device as blood was adhering on it. No patient symptoms or further complications reported. L2/3/4 lumbar canal stenosis was reported after the initial surgery and revision surgery was performed on (B)(6) 2021. There is no malfunction with the product itself. Procedure details on (B)(6) 2021: the set screws at l4 / 5 / s were removed and the rod was also removed. After that, screw was newly inserted into l2 / 3 and l2-s was connected with new rod. Radiance power failure was discovered before entering the surgical field (without touching the patient).